Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error alarms. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported the motor arm cannot communicate with the main arm, history pointers failed, the history pointers are corrupted, and software error detected, alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed self test, sleep current measurement, active current measurement and displacement test. No unexpected pump error 4, 49 and pump error 53 noted during testing. Pump error 53 found in the pump history. Problem isolated to electronic assemblies.